Manufacturer narrative:
During troubleshooting on the phone with dario's representative, the user reported receiving a bg reading of 158 mg/dl from her dario meter compared to a reading in normal range from her non-dario meter. The user stated that she opened a new cartridge of strips and received bg readings in normal range for her. While on the phone with dario's representative, it was determined that the user was storing her strips cartridge in the kitchen. Dario's user guide states in the section of general precautions: "do not store the meter or test strips in an area where the humidity is outside of the range 10-90%, such as a bathroom or kitchen." The user mentioned that she doesn't have air conditioning in her house, which could have contributed to the strips humidity as well. Since the user's bg reading issue was resolved with new strips, therefore, it can be determined that there was misuse of the strips. This complaint is not confirmed.

Event description:
On september 18th, the user contacted dario to report high blood glucose (bg) readings. The user reported receiving high bg readings from her dario meter when compared to the bg readings that she received from her other meter, which she received from her doctor.